Manufacturer narrative:
(B)(4). Currently pending return of the device for failure analysis. Device manufacture date: 11/2009.

Event description:
Device powered off during a deployment where the subject was not resuscitated.